Event description:
Customer reported that due to his fs navigator sensor not working properly, it caused him to get a "spike" in his blood sugar readings. He stated the product issue began in july/august and reported several medical events that occurred in 2008. Customer stated he experienced symptoms of dizziness, tightness in his chest, was incoherent, had headaches, neuropathic pain, nausea and vomiting. The customer also reported that he lost consciousness during one of the events, sought third-party medical intervention and was given glucose tablets. However, he did not report being seen either by paramedics or a health care facility and no diagnosis or treatment outside of the diabetic's normal regimen was reported. On another occasion, he reported being seen by a dr, diagnosed with hyperglycemia and treated with fast acting insulin. In addition, he stated he was "given orange juice for the lows and water for the highs". It was discovered during troubleshooting with adc customer svc the continuous monitor's sensor was expired. Numerous attempts have been made to contact the customer to clarify the product issue, medical events or whether the customer sought alternate means of testing during the reported events. There was no report of death or permanent impairment associated with these events.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete. Note: label copy instructs customers that the navigator continuous monitoring system results are not intended to replace traditional blood glucose results. Any adjustments to diabetes mgmt must be based on blood glucose results only.